Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited increased pacing thresholds and loss of capture on the unknown right ventricular (rv) lead. Boston scientific technical services reviewed the device data and noticed that pacing impedances had also increased. This device was reprogrammed to restore capture and remains in service at this time. No adverse patient effects were reported.